Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Kinking of the j-tube and gastro-intestinal bleeding is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced black bowel movement. On (B)(6) 2017, the patient was admitted to the hospital for further evaluation due to internal bleeding of unknown cause or source. The patient underwent an endoscopy which revealed that the tubing was kinked in stomach and was rubbing off on the stomach wall which had caused bleeding. The patient received one unit of blood and the kink was removed from the tubing during the endoscopy. On (B)(6) 2017, the patient was discharged from the hospital with a hemoglobin level of 9.8.